Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, pocket infection was observed. It is unknown if the patient had any symptoms. There is no allegation that the infection is related to the procedure or the device. The complete system was explanted. Patient was in stable condition after the procedure.